Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services recommended device replacement in which the field representative would follow up with the health care professional. The device remains in service at this time. No adverse patient effects were reported.